Event description:
It was reported that haptic damage was noticed upon lens insertion. Reportedly haptic damage occurred with a total of 3 lenses within the same case. Incision was enlarged and lens was removed. Another lens was implanted and the wound was sutured. Additional information has been requested but has not been received. This report is for lens 1 of 3.